Event description:
An international distributor reported that their customer's AED unit would auto power off. The customer did not report this occurring during patient use.

Manufacturer narrative:
Analysis of the AED's log files could not confirm the reported issue. Although requested, the AED has not been returned and the cause of the complaint is not known.